Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in according w/21 cfr 803. And 56 when add'l reportable info becomes available.

Event description:
Customer reported to a lensar distributor clinical application specialist while on site for training that about three weeks ago while doing a procedure, the monitor image switched from the operative eye to the other eye.